Event description:
It was reported that patient experienced infection/sepsis. Patient informed the physician that the implant location was red and swollen. On saturday night, patient had a medical intervention to drained the location from the lateral margin. A few days later, patient came back with pus on the bandage. Did not presented fever or chills. System was explanted successfully. No additional patient effects were reported.